Manufacturer narrative:
(B)(4). Date sent: 3/21/2022. Additional information was requested, and the following was obtained: please confirm, was surgeon eventually able to control bleeding during procedure? How was bleeding controlled? Was patient given any blood products? Was there any change to procedure or post op patient care as result of the bleeding that occurred? During the procedure, the surgeon controlled the bleeding by suturing the bleeding vessels. The patient did not require a blood transfusion. There were no consequences for the patient. The operating time was extended in order to coagulate the two veins (the internal mammary and the inferior epigastric vein) cut by the device investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm20 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 11 clips as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a mastectomy of left breast with axillary dissection, "during the pose of the clips," two veins were torn. Bleeding occurred and the surgeon controlled the bleeding by suturing the vessels. No blood transfusion was required and blood loss was 300-400 ml in total during the entire procedure. Though operating time was extended to "coagulate" the two veins (internal mammary and the inferior epigastric vein), there was no resulting patient consequence.